Manufacturer narrative:
The date of this report was documented as jan 14, 2016 on the initial report. It has been updated as jan 15, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that connector ports were pushed in. The assignable root cause was due to component damage was caused by abuse/ misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the beginning of an unspecified surgery, it was observed that when the console device was powered on, it displayed an error code was but the code was not captured. According to the report, the device was being used with a handpiece device and a foot pedal device. It was further reported that both the handpiece and foot pedal devices were tested with another console device and they worked fine. There was a delay of less than 30 minutes and a spare device was available for use. There was patient involvement reported. It was reported that there was no patient impact. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.